Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) display locks up. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the pcba,video generator. So, that after the replacement the unit had passed all the functional testing and safety according to the factory specifications.the unit had passed all the functional and safety tests per factory specifications.the unit was returned to the customer. Failure analysis and testing department received video generator with a reported unit failure of display locks up.the failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition.the failure analysis and testing dept department installed the generator in the cardiosave test fixture and tested to factory specifications.the failure analysis and testing department could not replicate the failure reported by the customer. Sending the board to the respective supplier for further analysis.failure analysis received the part from the supplier.they stated the part passed with no issues.probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.